Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they needed assistance on pairing his transmitter and insulin pump. Customer stated suddenly they were unable to go to options when pressing the middle circle button. Customer tried restarting his insulin pump and they got different pump error. Customer was able to clear and rewind the insulin pump successfully. Customer stated after the restart, they still had the same issue of unable to go to options when pressing the middle circle button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive buttons due to critical pump error. Device received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly.